Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Clarification to e.1. Phone number: (B)(6). The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient injected in cheekbones (ck1, ck2) and nasolabial folds with juvéderm® voluma¿ with lidocaine and ck3 and ck5 with juvéderm® volux¿. Patient experienced "important facial inflammatory reaction after 13 days of infection post injection and inflammation does not subside, "generalized facial swelling". Treatment included corticosteroid and ciprofloxacin regimen, zamene. Symptoms ongoing/unresolved. This record relates to juvéderm® voluma¿ with lidocaine. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the juvéderm® voluma¿ with lidocaine.